Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the lift wants to pull to the right. He states it's the front wheel that is causing the issue.